Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by email that during removal a tampon came apart and pieces remained inside. This occurred with two tampons. On (B)(6) 2018 the consumer reported experience of cramping and discomfort in the pelvic area. She scheduled an appointment with her obgyn on (B)(6) 2018. There have been two more attempts (22-mar-2018 and 27-mar-2018) to contact the consumer for more information but we have not been successful. It is unknown if the consumer had been seen by a medical professional. No further information is available at this time.